Event description:
It was reported that the device was used during a partial lobectomy. The device fired and incomplete staple line and the second reload did not form staples properly at the distal end. Oversewing was used for re-enforcement and the case was completed. There was no adverse consequence to the pt. Device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.